Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was nearing end of life. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Correction: it was determined that the allegation was not against this ipg. Based on information obtained, decision is not reportable as the ipg remains implanted and functional.

Event description:
Correction: it was determined that the allegation was not against this ipg. Based on information obtained, decision is not reportable as the ipg remains implanted and functional.